Event description:
Pt (patient) reported defective device. Started using medication right away. Caregiver noticed when unpacking the vios that the lid was defective. The machine lid that needs to be on top of medication wasn't locking. But caregiver found another lid from old machine that would fit (per pt the lid was the same and it matched). Pt put off calling cvs because she had a replacement lid. When pt daughter was washing the lid from pt personal machine and lost the lid. Provided pt the manufacture number to ohtuvayre. Pt said she has missed 4 doses in 2 days (unknown dates). Oxygen has been affected due to missing doses. Date of malfunction unknown. No further information provided pt takes ohtuvayre: inhale 3mg via nebulizer in the morning and in the evening.